Event description:
Reporter stated that while staff member was setting up system the alarm mute button activated. The system heated up but alarm failed to reset. Infant sustained burns in nasal and forehead areas by nasal prongs attached to system. Redden areas described on nasal and forehead. Reporter stated that some blackened area has developed around the area below the nose and as a result the infant was accessed for possible future plastic surgery. Unit involved was removed and efforts to recreate alarm failure by muting was said to be successful. Unit was returned to baxter for further evaluation. Still awaiting report from service center at this time.invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: no. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.